Manufacturer narrative:
Follow-up information received on 05-oct-2015 from consumer via social media (twitter): the consumer stated that hysterectomy was performed 9 months ago and that all symptoms were gone after essure removal - the only thing that had changed in her life was that essure was gone. Follow-up received on 04-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1451). Consumer reported that she had the essure procedure done in 2010. According to her, she was given medicine to put her to sleep, and so she has no comments on the actual implantation of the device. Consumer informed that she had some pretty serious pain on the left side, but within a few days it subsided. However, her next cycle was the worst she has ever experienced in her life and states that she has always had heavy cycles, but it was nothing like this, she bled too hard, her children found her passed out in her closet. Consumer does not enjoy doctor offices or complaining about silly things, so she did not go in. For the next 15 months, every cycle she had was heavy, painful and the bloating she got with each cycle would never subside after her cycle. In late august of last year ((B)(6) 2014), consumer woke up and was so swollen, she could barely move. Everything was swollen hands, toes, legs, everything. Finally, she felt like her cycle was going to begin and she possibly would feel better, instead, what she got were labor like cramps but no bleeding. She felt the need to push, so she went into the bathroom and pushed resulting in thick dark black blood with the consistency of tar. Her health began to decline quickly; her hair had been falling out in handfuls since it was placed, but now it was coming out in clumps (she lost 50 percent of her hair). She began researching and realizing there were thousands of other women having similar issue. Although she was relieved to find the cause of her problem, she was devastated that the best chance for a total removal of essure would be for a total removal of her female organs. Consumer states that she was lucky and found a doctor who would help since she does have a nickel allergy (which her implanting doctor knew about, but completely disregarded). She was (B)(6) when physician agreed to remove both of her tubes, uterus and her cervix. The surgical report states the uterus was swollen to that of a woman (B)(6) pregnant, her tubes and her cervix were also severely swollen. Her bladder was also fused to her uterus. Consumer reported that recovery from surgery and essure took her 12 weeks and states that a normal recovery time for that surgery take 8 weeks but due to her chronic inflammation, caused by essure, it took longer. Consumer informed that her surgery was performed on (B)(6) 2015 and states that her hair is growing back (so much so her hairdresser even commented on it), she has lost 20 pounds (all the swelling is gone), she has the energy she used to have pre essure and the brain fog (she attributed to getting older) is gone too. In addition, consumer reported that she was a young, healthy, vivacious person and essure took that from her. It slowly poisoned for her two and half years. Company causality comment:this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and experienced clots almost the size of baseballs (interpreted as genital bleeding) and too much abdominal pain/stabbing essure pain. These events are serious due to medical importance and listed in the reference safety information for essure. She also experienced wounds after surgery to remove essure and it was reported that she was slowly being poisoned (metal poisoning), her bladder was also fused to her uterus (pelvic adhesions) and she passed out in her closet, which are were considered serious due to medical importance and unlisted. Genital bleeding may occur during and following the essure micro-insert placement procedure. Also, during essure therapy abdominal, pelvic and uncharacterized pain may occur. In this particular case, considering the nature of the events genital bleeding, too much abdominal pain and wounds after surgery to remove essure, a causal relationship with the suspect insert cannot be excluded. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore the reported she was slowly being poisoned was considered unrelated to essure. The other events were also considered unrelated. This case, initially considered non-incident, was amended to incident upon receipt of follow-up information, since consumer stated she underwent a hysterectomy and patient recovered after the procedure. A product technical analysis was performed and concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that information submitted on 10/28/2015 was incorrectly submitted. The information was correctly submitted to 2951250-2015-00062.

Event description:
The consumer had severe pain, on the floor doubled over crying. Her doctor tried a few fixes he hoped would work but in the end, consumer's tubes had to be removed. She was like herself again, no more pain.